Event description:
It was reported that the charging cable and wall adapter for the tandem device were damaged and non-functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the damaged charging supplies to be replaced.